Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mid case during an implant, a diagnostic message was displayed on the host tablet supporting the mobile programmer application stating "tablet resources are critically low". The pacemaker had been programmed and ventricular lead testing had begun. As the issue occurred in the middle of an implant, the user was unable to end session. The user selected the ok option and the mobile programmer software hung for a period before resolving. It was then noted that there were significant delays and sluggish performance experienced when trying to initiate commands. ECG and egm streaming were also very delayed and jerky. The issue persisted for the rest of the case with no resolution of performance. The mobile programmer application had been open and active for approximately 30 mins and no diagnostic messages were identified upon application launch. It was further reported that the hosting tablet battery depleted by 25% during the case which was approximately 1.5 hours even though the tablet was connected to a power source and charging during the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the mobile programmer logs was able to confirm the reported event. It was noted that a crash occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.